Event description:
It was reported that the patient received a shock. Device interrogation revealed alerts for out of range impedance and output circuitry damage. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The insulation was damaged resulting in an open electrical circuit.